Event description:
The pt experienced pain at her stimulator site, including a poking sensation. The pain became unbearable and the device was replaced. During the surgery, the device leads were found to be twisted. The twisting caused stiffening and bucking of the wires which poked the pt anteriorly. The wires were intact and no fractures were noted. The wires were untwisted and the pocket was enlarged. The stimulator was placed more caudally in the pocket and sutured to the fascia. The doctor felt that anchoring the device to the fascia should prevent manipulation of the device itself. The pt tolerated the procedure well and was feeling much better post surgery, minus some nausea. Settings were readjusted by a gi practitioner, and the pt will be seen for follow-up in 2 months. Pt recovered without sequelae. The device was disposed off and will not be returned.

Manufacturer narrative:
(B) (4).